Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl (3000 mcg/ml at 899 mcg/day) via an implantable pump, at the time of the report. The pump's indication for use (IFU) was listed as non-malignant pain. The patient reported that she was hospitalized on (B)(6) 2016 due to a high fever. She stated that she was given a patient-controlled analgesia (pca) pump where she received pain relief for 1.5 hours from a 15 mcg bolus from the pca pump; she stated that this proved that she was not getting pain relief from the pump itself. She reported that her healthcare professionals at the hospital noted that she may have an issue with her pump at that time because of the response. The patient reported that the high fever resolved. Follow-up was conducted for the cause of the high fever, diagnostics performed in relation to the event, and actions/interventions taken to resolve the event. If additional information is received, a follow-up report will be sent.